Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump reset itself 3 times. Customer blood glucose reading was 6.2 mmol/l. Troubleshoot was performed. Customer stated cleared the active insulin as well as the date and time. Customer also reported battery compartment. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No resetting during testing. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.